Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this clinic nurse contacted technical services to report that this device and competitor implantable transvenous right ventricular (rv) defibrillation lead was exhibiting electrogram noise associated with oversensing and pacing inhibition. Patient isometrics and pocket manipulation did not reproduce the observation of electrogram noise. All diagnostic lead measurements were normal and stable. Technical services discussed the possibility of diaphragmatic oversensing and recommended additional troubleshooting. Technical services was informed that the rv sensitivity floor was programmed to nominal. The clinic nurse planned to discuss this further with the physician.